Event description:
Event description cpi received information that during implant testing this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead system did not convert the patient's induced arrhythmia. The ICD exhibited a message indicating a low shocking impedance. The arrhythmia was converted using an external shock. The ICD and lead were replaced.